Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3887-45, lot# v132668, implanted: (B)(6) 2008, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that they were replacing the patient's battery about 6 months ago and at that time found the electrodes were out of range, >10000 ohms. The leads were not replaced at that time. At a procedure about 1 month ago, the leads were replaced but the patient had not charged the battery in between the two procedures. No symptoms were reported and no further complications were reported/anticipated. Additional information was received from the rep stating 2 new leads were implanted along with two new batteries. Additional information was received from the rep. It was reported that the high impedances were only with one system, it was unknown which one it was. The lead replacement that occurred on (B)(6) 2017 was related to those high impedances. The provided information was confirmed with patient's hcp. No further complications were reported/anticipated.

Manufacturer narrative:
It was determined that report number 3004209178-2017-18118 and 3004209178-2017-18121 contained a duplicate of the event contained wi thin this report (report number 3004209178-2017-10404). To this end, if any additional information is received, it will be submitted under report number 3004209178-2017-10404, rather than 3004209178-2017-18118 and 3004209178-2017-18121. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study confirmed that the ins that was modified has the serial (B)(4). The leads that were modified have lot number v132668.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.